Event description:
A pt of unk age and gender presented for an endovenous laser treatment. With the laser generator engaged, it was noted that the laser fiber was glowing red approx 6 inches from the hand gripper that connects the fiber to the generator. The user noted that the gripper and fiber were very hot to the touch. The user replaced the laser fiber with another new of the same device and successfully completed the case without further complications. There was no report of harm or injury to the pt or the user due to this product problem.

Manufacturer narrative:
A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specs. The instructions for use, which is supplied to the user with this device, contains a statement: "precaution: prior to and during use, avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a radius of 60 mm." The device involved in the reported incident has been returned to the MFR for eval. An investigation into the root cause of this incident is currently in progress. The results of the device eval will be sent via a f/u to medwatch. (B)(4).